Event description:
During a low anterior resection procedure, the instrument did not fire staples. Due to the lack of sufficient tissue to continue in the procedure, a colostomy was performed.

Manufacturer narrative:
1/27/97 - supplemental report #1 sent to FDA. Device evaluation indicated and codes entered in h3 and h6. Additional data entered in d9.